Event description:
The device was implanted on 5/5/97, for intrathecal infusion of morphine for treatment of pain. On 5/13/97, the facility nurse informed the MFR's clinical specialist that the patient has received poor pain relief 5/6-5/8/97. On 5/8/97, the return volume of the device = 46ml, refill period = 2 days and the flow rate of the device = 2.0ml/day. The device was refilled with a higher concentration of morphine. On 5/13/97, the patient continued to complain of no pain relief. The return volume of the device = 50ml. The device was refilled and the physician was notified. The facility nurse stated that the physician wanted to assess the patient's pain relief and the flow rate of the device in a few days. The physician wanted to rule out that this was an air lock corrected by the last refill. The facility nurse was not present for the device refill and not aware of air was seen in the return volume. The facility nurse stated she would contact the MFR with follow-up info. No further info was provided at this time.